Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, malposition and capsular contracture baker grade ii.

Event description:
Healthcare professional reported right side ''rotation in pocket.'' Healthcare professional later reported right side capsular contracture baker grade ii, and ruptured implant. Device has been explanted.